Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that prior to the procedure, the cardiac resynchronization therapy defibrillator (crt-d) displayed a grey battery longevity estimator bar with no prior printout showing evidence of a green bar within the past seven days. It was noted that the device did not recover, as the same was noted again at another pre-procedure initial device setup. The device was never implanted. There was no patient involvement.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. The device was received in an unopened outer/inner sterile pack. The iccd test measurement 2 produces a false failure on all blackwell models. The failure is caused by vector express ram ware which writes to the same memory locations used by the iccd test. This false failure had no effect on devices in the field because it is only executed during device manufacturing. The vector express ram ware uses this memory space exclusively in the field.